Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer verified the message in the events log. The unit for run for 48 hours, and the reported error could not duplicated and the unit passed all testing.

Event description:
It was reported that the ventilator generated a motor error message. There was no patient involvement.